Manufacturer narrative:
Additional information was requested and the following was obtained: what was the date of the procedure? Unknown, what was the condition of the tissue (normal, diseased, weakened)? Normal, how was the suture placed (starting at end or middle of incision)? End of the incision were both sizes 1 and 2 stratafix used during each procedure? For the fascia closure (B)(4), for the subcutaneous closure (B)(4). Was the fixation tab intact when the suture was placed in the patient? Yes; was there any patient event prior to the dehiscence (cough, fall)? One patient was very hyperagitiert the other one not; what is the surgeon opinion as to relationship of the suture contributed to the symptoms? Unknown; what was the date of the second procedure? Unknown; what was the location of breakage, initiation or termination end? Termination end in every three cases; did the suture break? Yes; did the stratafix symmetric suture pull through the tissue? No; how much of the incision was open (in cm)? 1. Patient 25cm , 2. Patient 5cm 3. Patient unknown; do you have any photos of the suture during second procedure? No; what was used to close the fascia during second procedure? (B)(4); what are the patient age, weight, past medical and surgical history? Unknown; what is the current condition of the patient? 2 patients were re-operated but the actually condition of the patients are good.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the procedure? What was the condition of the tissue (normal, diseased, weakened)? How was the suture placed (starting at end or middle of incision)? Were both sizes 1 and 2 stratafix used during each procedure? Was the fixation tab intact when the suture was placed in the patient? Was there any patient event prior to the dehiscence (cough, fall)? What is the surgeon opinion as to relationship of the suture contributed to the symptoms? What was the date of the second procedure? What was the location of breakage, initiation or termination end? Did the suture break? Did the stratafix symmetric suture pull through the tissue? How much of the incision was open (in cm)? Do you have any photos of the suture during second procedure? What was used to close the fascia during second procedure? What are the patient age, weight, past medical and surgical history? What is the current condition of the patient?

Event description:
It was reported that the patient underwent a spine procedure on unknown date and the barbed suture was used for the fascia or subcutaneous closure. After a few days, the patient experienced a dehiscence. The suture was broken and the patient possibly underwent a re-operation. Additional information has been requested.